Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with operating currents within spec. Unit passed selftest, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed dat test at 0.08830 inches. No traces of moisture noted at electronic assemblies or motor assemblies per visual inspection. Unit received with cracked reservoir tube lip, cracked case at display window corners, stained end cap sticker, cracked lcd window, cracked belt clip slot and minor scratches on lcd window.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose and ketoacidosis with blood glucose of 485 mg/dl, also had reservoir leak and pump exposed to fluid .the insulin pump will not be returned for analysis.